Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: according to the surgeon it was a routine surgery on a female patient with no prior operations. A gold reload was used with peri-strips. The first firing of device was fine. On the second firing, the staples on the stomach side did not completely form. The surgeon stated that he always fires with the anvil side up and has not seen a malformed staple in years. A 34 fr. Lavage tube was used and he is careful to stay away from the tube while firing the device.

Event description:
It was reported that the surgeon noticed that upon initial firing of the powered plus with gst staples were malformed. He used gst60d with peristrips. It is unknown if there was any patient consequence?

Manufacturer narrative:
(B)(4). Batch number # p57l6t. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.